Event description:
Our facility is using the customcare fsm device. Over the past few months we have had several patients report that they are feeling like they have been shocked during the treatment. The feeling has been reported as a uncomfortable feeling all the way to a strong sense of discomfort that leaves red marks on the skin. Reason for use: pain.